Manufacturer narrative:
(B)(4) - (epithelial ingrowth). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Placeholder. All pertinent information available to abbott medical optics has been submitted. (B)(4).

Event description:
The surgery center reported that a laser vision correction patient was presented with diffuse lamellar keratitis (dlk) on both eyes (ou) eyes at 3 day post-operative exam. The surgery center indicated the patient was treated with topical steroids. Follow up revealed the patient had superotemporal epithelial defect on right eye (od) and mild flap edema on the left eye (os) at one day post op exam. At one day post op exam the right eye was 20/20 and the left eye was 20/30. At 3 day post op exam, the epithelial defect had healed on the right eye, but had 2 new epithelial defects on the left eye and evidence of dlk stage 2 superiorly. The steroids were increased to six times daily. At 3 day post op exam the vision was 20/25 od, 20/40os. At 5 day post op exam, the patient was seen to follow up on the stage 1 dlk of od and stable stage dlk stage 2 of os. Steroids were increased to 6 days on both eyes and a bandage lens was placed for the residual epithelial defects. Vision was 20/30 od and 20/25 on os. At 7 day post op exam, the dlk had improved for both eyes and vision was 20/25 od and 20/20 os. The steroid use was still recommended at 6 times daily. At 9 day post op exam, there was continued improvement and vision for ou was 20/20. The steroids had decreased on od but to be maintained on os because there was mild inflammation.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.